Manufacturer narrative:
The pms clinical reassessment has been reviewed and it has been determined, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported per 21 cfr 803.3. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. The device did not cause or contribute to a serious injury or death. A corrective report will be filed reflecting this decision. After further review, this report is now being filed as section b1 has been changed to product problem instead of both. Section h1, type of reported complaint and section h6, health impact code was updated to reflect this decision.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water reservoir and machine-end of the breathing tube, mask at times. The patient alleged bronchitis, lung infection, and a tear occurred on the diaphragm leading to umbilical hernia. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water reservoir and machine-end of the breathing tube, mask at times. The patient alleged bronchitis, lung infection, and a tear occurred on the diaphragm leading to umbilical hernia. Medical intervention was not specified. After the firs attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.